Manufacturer narrative:
The tech replaced the power control board to repair the bed.

Event description:
Info received indicates the power control board had signs of fluid ingress on it and some components were corroded. There was still voltage on the board's components.